Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blood observed on a patient's shirt with suspected leak at the connection between the extension tubing and cstd tip; blood noted at end of extension set. The continuous infusion rate had been 3 ml per hour, the starting or original reservoir volume had been 138 ml, and the remaining reservoir volume had been 38.8 ml. No injury reported.